Event description:
Reported via clinical study. It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was performed as part of a clinical study, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. The patient had a routine 6 month follow up, and computed tomography (CT) imaging showed a 5.2mm leak was present. No intervention or treatment was performed or planned.